Event description:
During a cardiac catheterization procedure, the vascular closure device (angio seal) mis-fired and was retained in patient's groin requiring surgery to remove the device.======================manufacturer response for angio seal, angio seal vip platform (per site reporter).======================product rep in process of evaluating device.